Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose ranged from 468-487 mg/dl. A correction bolus was delivered to address bg level.